Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(6) 2023 17:36:39 pst (batch_ice) phone 818 362 5958 complaint: (B)(4) complaint status: in process mdt initial contact: (B)(4) taken by: alastm2 contact moment details (B)(6) 2023 14:16:49 alastm2 iq02 sent initial notes: lost sensor signal inquired what led up to the complaint. Customer response: seeing searching for sensor signal loss of communication t/s per dop114-980. System model number: 780 pump. Transmitter model: ble t4ransmitter. Customer reports loss of communication between pump and transmitter. Alarm(s) customer reports receiving: searching for sensor signal. Event(s)/activity(ies) occurred before loss of communication began: having a massage. Xmtr ID is programmed into pump. Adv cust there are a few alerts that can occur while system is attempting to re-establish communication. Customer would like to review alerts. Explain lost sensor signal alert occurs approximately 30 minutes after initial loss of communication. Expl in order to determine possible cause of loss of communication, we will need to ask to disconnect transmitter from sensor and check a few other system behaviors. Adv to d/c the transmitter from the sensor and check connections. Customer states there is no damage to the connection bridge or pins. Adv to ensure pump is on the home screen and reconnect transmitter to sensor. Adv cust when they connect their xmtr to their sensor to ensure that they keep them as flat as possible to avoid connecting at an angle. Customer states the xmtr led blinked on and off. Adv to delete xmtr serial number from pump and wirelessly connect xmtr serial number to pump per IFU. Adv to ensure pump is on the home screen and r/c xmtr to sensor. Adv cust when they connect their xmtr to their sensor to ensure that they keep them as flat as possible to avoid connecting at an angle. Adv to wait approximately 1 minute, though it may take up to 5 min, for the sensor connected alert. Customer received sensor connected alert and system started warm-up. Requested customer to select start new sensor. Explained system will enter warm up period and alarm when bg is required. Customer's outcome pertaining to the complaint: advised to monitor additional notes: (B)(4) kt1409233m 29.11.2022 ship: nothing / return: nothing country: australia city: karabar zip: 2620 input date: 03/06/2023 warranty start: 11/29/2022 warranty end: 11/29/2023 batch - kt1409233m.

Event description:
The product transmitter was non reportable since the communication issue between insulin pump and transmitter was resolved after troubleshooting. There is no other information which is reasonably suggest that the product is reportable.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.